Event description:
It was reported that this device switched from the bipolar to unipolar configuration. The physician misunderstood and thought it was due to the signal artifact monitoring (sam) feature. Technical services informed them that it would be the lead safety switch (lss) that would switch the polarity and not the (sam) feature. It was noted that the patient had symptoms. The local area field representative was contacted for additional information, however at this time no further information is available. No adverse patient effects were reported.